Manufacturer narrative:
Continuation of d10: product ID dvfb1d1 (cwg206258h); product type: 0235-ICD; implant date 2018-10-31; explant date 2025-11-18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they heard their implantable cardioverter defibrillator (ICD) tone multiple times prompting them to go to the emergency room. The patient "the last time it gave me false alarms and the md made some adjustments to the ICD. They think it's broken or something is wrong. The doctor took it out and didn't replace it." The patient also stated they had an infection from the extraction. The status of the right ventricular (rv) lead is unknown. No further patient complications have been reported as a result of this event.